Event description:
A hosp nurse reported that a pt's stones could not be crushed with a disposable lithotriptor during an endoscopic retrograde cholangio pancreatography ("e.r.c.p.") Procedure. Nurse stated that the stone was released from the basket without complications and the procedure was completed with a reusable lithotriptor.